Event description:
I have a philips respironics dream station CPAP, a model that was included in the recall. I was hospitalized with covid-19 pneumonia in (B)(6) of 2020. I used my CPAP while in a rehabilitation facility in (B)(6), and continued to use it, as normal afterwards. When I came home from the rehab facility, I was having significant problems with shortness of breath. These improved noticeably over the subsequent months, then I begin to see this symptom (shortness of breath) worsening. I also begin to experience a great deal of throat and airways irritation. Very much like one would expect if you were coming down with a bad cold, only I never got the cold, just a continual significant irritation oft he throat and airways. When I heard of the recall, I stopped using my CPAP immediately. The throat and airway irritation stopped within two days, and has not returned. I am now using an airsense 10, with no irritation. My shortness of breath has improved again, slightly, but not to the point it was at prior to the irritation of throat and air passages, and the worsening of shortness of breath that occurred in early (B)(6). Equipment provider (B)(6) reported device for recall to philips respironics. FDA safety report ID# (B)(4).